Manufacturer narrative:
(B)(4). Manufacturing date: june 02, 2016. Shelf life expiry date: may 01, 2021. Manufacturing location: supplier ((B)(4)). Business group: (B)(4). No non-conformance reports were referenced in the supplied documents. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the DHR review is that the final products manufactured in the production processes relevant to the device in the current complaint met inspection requirements, certification test values, and acceptance criteria. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device is confirmed to be lost in transition. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device was used in treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age/date of birth reported as (B)(6); it is unknown if the patient is (B)(6) or born in 1952. Patient weight is unknown. Additional product codes: erl, hbe, hwe. UDI: (01)gtin unavailable, product made prior to gtin compliance date(B)(4). Device is an instrument and is not implanted/explanted. Device is a single use instrument. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the sawblade broke when it touched the patient. A second sawblade was used and the same thing happened. There were reportedly no problems for the patient and no prolongation of the surgery; the procedure was completed successfully. No fragments from the broken devices remained in the patient. The patient outcome was reported as good. There was no visible damage to the devices before use. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation and product investigation were completed: the failure was confirmed, the sawblade is broken off. Possible roots causes: power setting may be too high at the very beginning of the treatment, lack of irrigation during treatment, weakness of the tip itself, but no easily verifiable, the breakage my also come from excessive strength during dental operation. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.